Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower to mid back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, blood in urine, urinary incontinence, urination difficulty, kidney stones, arthritis, joint swelling, bone pain, seizures, numbness, weakness in extremity, memory loss, nausea, dyspareunia, pelvic pain, dysfunctional uterine bleeding, vaginal pain and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included polycystic ovarian syndrome and amenorrhea. Concomitant products included butalbital;caffeine;paracetamol (fioricet), escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since 2010 to (B)(6) 2012, paracetamol (tylenol) since 2002, progesterone, promethazine since 2005 and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain/loss (specify which one ) gained 40 pounds"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeing/ horrible periods\ (menorrhagia )heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication please describe: endometriosis"), pelvic adhesions ("pelvic adhesions"), cervicitis ("chronic cervicitis with erosion of transition zone") and adenomyosis ("adenomyosis."). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroid"), dermatitis acneiform ("rashes or skin conditions rashes or skin conditions type: terrible acne like rash on upper body face"), vaginal discharge ("vag. Discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain /knee pain"), pain in extremity ("leg pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vag. Infection"), urinary tract infection ("uti"), headache ("headache"), nausea ("nausea"), dysfunctional uterine bleeding ("dub"), uterine polyp ("question of endometrial polyp"), acne ("acne"), rash ("rash/ skin condition "), pelvic discomfort ("pelvic pressure") and vulvovaginal pain ("vaginal(inside) pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, hypothyroidism, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, endometriosis, pelvic adhesions, cervicitis, adenomyosis, bacterial vaginosis, arthralgia, pain in extremity, pelvic pain, abdominal pain, headache, nausea, dysfunctional uterine bleeding, uterine polyp and acne had resolved, the dermatitis acneiform was resolving and the vaginal discharge, psychological trauma, vaginal infection, urinary tract infection, rash, hormone level abnormal, pelvic discomfort and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, acne, adenomyosis, arthralgia, back pain, bacterial vaginosis, cervicitis, dermatitis acneiform, dysfunctional uterine bleeding, dysmenorrhoea, endometriosis, fatigue, headache, hormone level abnormal, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic discomfort, pelvic pain, psychological trauma, rash, urinary tract infection, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, vaginal discharge, vaginal infection, urinary tract infection, menorrhagia, dysmenorrhea, back pain, rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;migraines, endometriosis, pelvic adhesions, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events- vaginal pain, pelvic discomfort were added. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower to mid back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, blood in urine, urinary incontinence, urination difficulty, kidney stones, arthritis, joint swelling, bone pain, seizures, numbness, weakness in extremity, memory loss, nausea, dyspareunia, pelvic pain, dysfunctional uterine bleeding, vaginal pain and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included polycystic ovarian syndrome and amenorrhea. Concomitant products included butalbital;caffeine;paracetamol (fioricet), escitalopram oxalate (lexapro), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since 2010 to (B)(6) 2012, paracetamol (tylenol) since 2002, progesterone, promethazine since 2005 and topiramate (topamax). In 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain/loss (specify which one ) gained 40 pounds"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeing/ horrible periods\ (menorrhagia )heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication please describe: endometriosis"), pelvic adhesions ("pelvic adhesions"), cervicitis ("chronic cervicitis with erosion of transition zone") and adenomyosis ("adenomyosis."). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroid"), dermatitis acneiform ("rashes or skin conditions rashes or skin conditions type: terrible acne like rash on upper body face"), the first episode of vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain /knee pain"), pain in extremity ("leg pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), the second episode of vaginal discharge ("vag. Discharge"), vaginal infection ("vag. Infection"), urinary tract infection ("uti"), headache ("headache"), nausea ("nausea"), dysfunctional uterine bleeding ("dub"), uterine polyp ("question of endometrial polyp"), acne ("acne") and rash ("rash/ skin condition ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, hypothyroidism, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, irritable bowel syndrome, endometriosis, pelvic adhesions, cervicitis, adenomyosis, bacterial vaginosis, arthralgia, pain in extremity, pelvic pain, abdominal pain, headache, nausea, dysfunctional uterine bleeding, uterine polyp and acne had resolved, the dermatitis acneiform was resolving and the psychological trauma, the last episode of vaginal discharge, vaginal infection, urinary tract infection, rash and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, acne, adenomyosis, arthralgia, back pain, bacterial vaginosis, cervicitis, dermatitis acneiform, dysfunctional uterine bleeding, dysmenorrhoea, endometriosis, fatigue, headache, hormone level abnormal, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, psychological trauma, rash, urinary tract infection, uterine polyp, vaginal haemorrhage, vaginal infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, vaginal discharge, vaginal infection, urinary tract infection, menorrhagia, dysmenorrhea, back pain, rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;migraines, endometriosis, pelvic adhesions, dysmenorrhea, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events-pelvic pain, abdominal pain, psych injury, vaginal discharge, vaginal infection, urinary tract infection, headache, nausea, dub, question of endometrial polyp, acne, rash/skin conditions, hormonal changes were added. Date of lab test was added. Outcomes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower to mid back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, vaginitis, blood in urine, urinary incontinence, urination difficulty, kidney stones, arthritis, joint swelling, bone pain, seizures, numbness, weakness in extremity, memory loss, nausea, dyspareunia, pelvic pain, dysfunctional uterine bleeding, vaginal pain and perineal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included polycystic ovarian syndrome and amenorrhea. Concomitant products included butalbital; caffeine; paracetamol (fioricet), escitalopram oxalate (lexapro), ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) since 2010 to (B)(6) 2012, paracetamol (tylenol) since 2002, progesterone, promethazine since 2005 and topiramate (topamax). In 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue,") and was found to have weight increased ("weight gain/ loss (specify which one ) gained 40 pounds"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy bleeding/ horrible periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication please describe: endometriosis"), pelvic adhesions ("pelvic adhesions"), cervicitis ("chronic cervicitis with erosion of transition zone") and adenomyosis ("adenomyosis."). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), hypothyroidism ("hormonal changes describe: hypothyroid"), dermatitis acneiform ("rashes or skin conditions rashes or skin conditions type: terrible acne like rash on upper body face"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), bacterial vaginosis ("bacterial vaginosis"), arthralgia ("joint pain /knee pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, irritable bowel syndrome, bacterial vaginosis, arthralgia and pain in extremity had resolved, the hypothyroidism, migraine, vaginal discharge, fatigue, endometriosis, pelvic adhesions, cervicitis and adenomyosis outcome was unknown and the dermatitis acneiform and weight increased was resolving. The reporter considered adenomyosis, arthralgia, back pain, bacterial vaginosis, cervicitis, dermatitis acneiform, dysmenorrhoea, endometriosis, fatigue, hypothyroidism, irritable bowel syndrome, menorrhagia, migraine, pain in extremity, pelvic adhesions, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record;migraines, endometriosis, pelvic adhesions, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and medical records received: reporter information, lab data. Medical history, concomitant drug and historical drug was added. Previously added event "injury " was replaced with events "hormonal changes describe: hypothyroid, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions rashes or skin conditions type: terrible acne like rash on upper body face, migraines / headaches, dysmenorrhea (cramping), pain: lower and mid back pain, joint pain, knee pain, leg pain, vaginal discharge, bacterial vaginosis, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication please describe: endometriosis, pelvic adhesions, chronic cervicitis with erosion of transition zone, adenomyosis no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.